Manufacturer narrative:
The correct serial number for the pump associated with this complaint is (B)(4).

Manufacturer narrative:
Follow-up # 2 date of submission 11/27/2013-device evaluation: the pump has been returned and evaluated by product analysis on 11/18 2013 with the following findings:the keypad cover was returned undamaged. During testing, the ok keypad button was intermittently unresponsive; all other buttons responded appropriately. The keypad cover was removed and evidence of contamination was found under all key contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment and the pump failed a leak test due to this. Evidence of moisture corrosion was found on the battery cap. The pump powered on with a dim and discolored display screen. A test screen was installed and displayed appropriately. Additionally, there was a load step malfunction during testing. The force sensor was found to be out of calibration. Contamination was found on the force sensor plate and the force sensor resistance was out of calibration. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the okay button was intermittently unresponsive since last month. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.